Manufacturer narrative:
The ventilator was not investigated by our field service engineer (fse). The biomed of the hospital found the nozzle unit of the gas module was damaged. The nozzle unit was replaced by third party provider but not returned for investigation. No ventilator logs or further information were provided. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. If the nozzle unit is faulty, the patient may receive an amount of o2 in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since no parts were returned for investigation, no further information and no logs were provided, the root cause of the reported damaged nozzle could not been identified.

Event description:
It was reported that the ventilator was making a whistling sound during self-checking. There was no patient involvement. Manufacturer ref.#: (B)(4).